Event description:
The customer experienced pain while wearing an abbott diabetes care (adc) device. The customer experienced pain at the insertion site and self-treated with 500 g of paracetamol and 30 mg of hydrocortisone for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.